Event description:
Patient was experiencing withdrawal and an increase in pain. The catheter was determined to be patent. A rotor study was done x 3 showing no movement of the rotor. The pump was replaced. The patient outcome was not reported. A follow up report will be sent when additonal information is received.